Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 412944 weckvista access balloon port 12mmx70mm for investigation. The returned sample was examined with and without magnification. Visual examination of the returned sample revealed that a part of the balloon was torn off. The observed damage indicates that the balloon was over-inflated. The returned sample appears used as there is biological material present on the device. The IFU for this product, l05459, was reviewed as a part of this complaint investigation. The IFU informs the user "fill the provided syringe with 10 cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it to rupture. Note that 10 cc of fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture." A corrective action is not required at this time as the type of damage observed on the device is consistent with a device that has been overinflated. Unintentional user error caused or contributed to this event. The reported complaint of "balloon ruptured" was confirmed based upon the sample received. The device was returned with a part of the balloon torn off. This damage is consistent with damage found when the balloon has been over-inflated. All balloon ports are 100% inspected for inflation during the inspection process. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. Based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that the balloon of one device did not inflate after inserting it into the abdominal cavity. The retractor had been retrieved from the operative field before insertion. The balloon of another device ruptured while in use on a patient. All the broken pieces were retrieved. For both devices nothing remained in the patient and there was no injury to the patient.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon of one device did not inflate after inserting it into the abdominal cavity. The retractor had been retrieved from the operative field before insertion. The balloon of another device ruptured while in use on a patient. All the broken pieces were retrieved. For both devices nothing remained in the patient and there was no injury to the patient.